Event description:
As reported: "left distal femur fracture. Left knee revision. Removed: triathlon femur, baseplate and insert. No further information available per hospital." Per rep: possible cause or contributor for fracture not reported. Rep confirmed there are no allegations against the revised baseplate and insert (removed to revise the patient to a gmrs/ mrh construct).

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture involving an unknown triathlon femoral component was reported. The event was confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical information by a clinical consultant indicated: "this patient sustained a severely comminuted and displaced distal femoral fracture above a left total knee arthroplasty. In my experience these types of fractures are not able to be reduced and internally fixed satisfactorily. Distal femoral replacement is a better option and a gmrs/mrh system is an excellent choice. I can confirm that the fracture occurred since I was able to see the x-rays. I cannot confirm that revision occurred since I have no documentation of postoperative x-rays or revision operation report. I cannot confirm the root cause of this event with certainty. Causes of distal femoral fracture are multifactorial but in most cases are trauma related. If the patient has severe osteopenia, which this patient appears to have, then the level of trauma needed for this type of fracture is reduced. These types of fractures are not spontaneous. I would not assign any causality to the implant itself." -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to periprosthetic fracture. The event was confirmed by a review of the provided x-ray image by a clinical consultant. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported: "left distal femur fracture. Left knee revision. Removed: triathlon femur, baseplate and insert. No further information available per hospital." Per rep: possible cause or contributor for fracture not reported. Rep confirmed there are no allegations against the revised baseplate and insert (removed to revise the patient to a gmrs/ mrh construct).